Event description:
A report was received that the patient's skin was eroding which caused the wires to protrude and come out of the skin. There was no infection; the patient had a poor tissue quality due to uncontrolled diabetes. The patient underwent an explant procedure and was doing fine post-operatively.

Event description:
A report was received that the patient's skin was eroding which caused the wires to protrude and come out of the skin. There was no infection; the patient had a poor tissue quality due to uncontrolled diabetes. The patient underwent an explant procedure and was doing fine post-operatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.